Event description:
It was reported from a clinical site for the (B)(6) study that the patient's atrial lead dislodged within a few weeks of the initial implant. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.